Manufacturer narrative:
A customer from outside the united states reported observation of a depressed atellica im total hcg (thcg) result for one patient which was discordant relative to repeat testing. Repeat testing of the sample using the same method on two instruments produced consistently higher results; the initial low result was not reproduced. The instrument¿s system event log did not indicate any errors. It is noted that the same thcg reagent pack which had produced the discordant result was used over two days without any other discordant observations. Assay calibration and quality control (qc) results did not demonstrate any issues. Replicate testing of another sample, across multiple reagent packs and recalibrations, did not demonstrate any outlier results. On the basis of the observed qc results and the absence of issues with other samples, reagent problems were effectively ruled out. The issue was isolated to one sample and not reproducible. Based on the available information, the cause of the discordant result is consistent with a sample integrity issue. No systemic product problem was identified. The customer is operational, and no further action is required.

Manufacturer narrative:
A customer from outside the united states reported observation of a depressed atellica im thcg result which was discordant relative to repeat testing. No issues were identified with quality control (qc) results or assay calibration at the time of the observation, and no instrument issues or errors were associated. The interpretation of results section of the atellica im thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of a depressed atellica im total hcg (thcg) result for one patient which was discordant relative to repeat testing. Thcg reagent lot 352 was in use. An initial low thcg result was obtained for the affected patient. This result was not reported to the physician. The patient¿s serum sample was sent to another laboratory for repeat testing using the same method on another atellica im analyzer. Repeat testing produced reproducibly higher results, which were considered believable. An additional test was performed in another laboratory, confirming the higher results; this final result was accepted as correct. There are no allegations of patient harm or other adverse consequences in association with the observed discordance.